Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. In or around 2013 the consumer experienced heavy bleeding, frequent bouts of bacterial vaginosis, incontinence, dysuria, painful bloating, irregular and painful menses, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (interpreted as mood swings), discharge, hot flashes, painful intercourse and back pain. It was determined that consumer required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. The plaintiff considered the events and essure related. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had sharp stabbing pelvic pains and heavy (genital) bleeding. Plaintiff underwent a surgical intervention to try and alleviate the symptoms. These events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Considering the positive temporal relationship and their nature per se, causal relationship between the reported events and essure use cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. Non serious events were also informed. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains, pain, pelvic pain (intermittent , severe)"), genital haemorrhage ("heavy bleeding, abnormal bleeding (general), passing clots") and bacterial vaginosis ("frequent bouts of bacterial vaginosis") in a (B)(6) year-old female patient who had essure (batch no. 822376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2007 and (B)(6) 2011), miscarriage ((B)(6) 2010 & (B)(6) 2010), ligament tear, c-section, post procedural bleeding, nausea in 2010, vomiting in 2010, genital bleeding in 2010, chlamydial infection in 2010, cellulitis, yeast infection on (B)(6) 2012, hypertrophy of labia on (B)(6) 2012 and menometrorrhagia on (B)(6) 2013. Previously administered products included for birth control: mirena from 2007 to 2010; for superficial wound infection in c-section scar: duricef in 2007. Concurrent conditions included body mass index normal and uterine bleeding. Family history included breast cancer (mom). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 9 months 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("irregular and painful menses"). On (B)(6) 2013, the patient experienced vaginal discharge ("discharge, dark vaginal discharge"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis (seriousness criterion medically significant), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), hot flush ("hot flashes") and back pain ("back pain"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("infection (other) :vaginal candidas"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal area, cramping (intermittent severe)") and breast tenderness ("breast tenderness"). The patient was treated with fluconazole (diflucan), oral contraceptive nos, ibuprofen (motrin), oxycocet (percocet), doxycycline and surgery (d& c on (B)(6) 2013, laparoscopic total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, vulvovaginal candidiasis, abdominal pain lower and breast tenderness outcome was unknown and the menstruation irregular and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, breast tenderness, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, menstruation irregular, mood swings, pelvic pain, vaginal discharge, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2018: pfs and medical record received: new reporters, patient demographic information, historical conditions, essure lot no, stop date, concomitant medications, new events vulvovaginal candidiasis, abdominal pain lower, breast tenderness and action taken with drug added. Outcome for the event menstruation irregular and dysmenorrhoea updated to recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains, pain, pelvic pain (intermittent , severe)") and genital haemorrhage ("heavy bleeding, abnormal bleeding (general), passing clots") in a 23-year-old female patient who had essure (batch no. 822376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2007 and (B)(6) 2011), miscarriage ((B)(6) 2010 & (B)(6) 2010), ligament tear, c-section, post procedural bleeding, nausea on (B)(6) 2010, vomiting on (B)(6) 2010, genital bleeding from 8-oct-2010 to 13-oct-2010, chlamydial infection on (B)(6) 2010, cellulitis, yeast infection on (B)(6) 2012, hypertrophy of labia on (B)(6) 2012 and menometrorrhagia on (B)(6) 2013. Previously administered products included for birth control: mirena from 2007 to 2010; for superficial wound infection in c-section scar: duricef in 2007. Concurrent conditions included body mass index normal and uterine bleeding. Family history included breast cancer (mom). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("painful bloating") and back pain ("back pain"). In 2012, the patient experienced vaginal discharge ("discharge, dark vaginal discharge"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("irregular and painful menses"). In 2013, the patient experienced incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). In 2014, the patient experienced vulvovaginal candidiasis ("infection (other) :vaginal candidas"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal area, cramping (intermittent severe)") and breast tenderness ("breast tenderness"). The patient was treated with fluconazole (diflucan), oral contraceptive nos, ibuprofen (motrin), oxycocet (percocet), doxycycline and surgery (d& c on (B)(6) 2013, laparoscopic total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, vulvovaginal candidiasis, abdominal pain lower and breast tenderness outcome was unknown and the menstruation irregular and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, breast tenderness, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, menstruation irregular, mood swings, pelvic pain, vaginal discharge, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 14-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had sharp stabbing pelvic pains and heavy (genital) bleeding. Plaintiff underwent a surgical intervention to try and alleviate the symptoms. These events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Considering the positive temporal relationship and their nature per se, causal relationship between the reported events and essure use cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. Non serious events were also informed. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through litigation process.